Event description:
The customer reported that she was not getting any insulin during a bolus, and the paramedics were called because her blood glucose dropped very low. The customer stated that they treated her blood glucose up to 78mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.